Manufacturer narrative:
Correction to h4 from: 08-feb-2017 to: 19-sep-2017.

Manufacturer narrative:
A field service technician at the user facility replaced the foot pedal. The foot pedal was sent to the depot for evaluation. Manufacturing and sterilization records were reviewed and found to be acceptable. Investigation is ongoing.

Event description:
It was reported by the user facility that the foot control did not reflux when commanded and caused constant irrigation which did not switch off. The capsule tore causing an anterior vitrectomy to be performed. The surgery was completed, and the patient is fine.

Manufacturer narrative:
Depot evaluation reported that the issue was not duplicated during comprehensive functional testing in both wired and wireless modes. The unit met all operational requirements. Although physical damage (cracked laser shroud and center pedal) was observed, it did not affect functionality during evaluation. No systemic failure was identified. The foot control is a high-use, floor-based accessory that is routinely subjected to movement, handling, and environmental exposure during normal operation. This use profile inherently increases the likelihood of wear-related or handling-related complaints. The primary complaint drivers observed include foot pedal functionality concerns, physical damage, and error messages, which are consistent with the intended use environment of a mobile accessory. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. No systemic failure mode or adverse trend has been identified. The product will continue to be monitored.